Event description:
It was reported that the cast cutter began overheating while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter will not be returned to the manufacturer for investigation based on this event. It was found that a technique being used caused the blade to heat up, and a modification resolved the issue. The reported condition of the device overheating cannot be confirmed without the product being available for evaluation.